Event description:
On (B)(6) 2014, the patient contacted lifescan (lfs) USA alleging that their one touch ultramini meter had a power issue- does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue first occurred in ¿the middle of may¿. The patient takes oral medication, diet and exercise and continued with her regular diabetes management regimen routine as a result of the alleged product issue. The patient reported that ¿24 hours¿ after the alleged issue began she developed the symptoms of ¿headaches and sweating¿. The patient denied receiving any treatment. At the time of troubleshooting the cca noted that it was not the first time the product was being used, there was no misuse of the product and the patient was using the correct test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.